Event description:
It was reported that during a tvt procedure, the dr passed the first needle successfully and when passing the second needle, the mesh separated from the needle when it was being pulled through the abdominal incision. The tape was too far below the surface to pull through. Another device was used to complete the procedure with no adverse pt consequence.